Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (1.0 mg/ml at 0.3594 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and lumbar radiculopathy. It was reported that the patient believed her pump had run empty in advance of when it was supposed to because early in the morning on (B)(6) 2018 she woke to a "bing," couldn't find the source, went back to sleep and later in the morning heard the "bing" again. She mentioned she had experienced this once before (patient guessed (B)(6)2017 as an event date) when she went in for a refill and the hcp found her pump empty. She believed the "bing" was her pump alarm "but there's so much binging and banging going off around her" and other than being in a great deal of pain "that has become increased more-so that is has been" she doesn't believe anything else was going on. The patient couldn't tell if it was a two-tone or single-tone alarm because it was "such a small sound." It was noted the patient had a refill scheduled for (B)(6)2018. The patient confirmed that the drug information at the time of all events was the same. No further complications were reported.